Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2025, has been used as a placeholder. The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred on an unspecified date regarding a chemolock where it was reported that "they have been experiencing chemolocks that appears to be leaking. Additionally, one of the instances resulted in a code orange." There were unknown patient involvement and unknown human harm.

Manufacturer narrative:
Additional information: d9. Additional information: d4. Additional information: h4. Investigation summary the reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.